Event description:
Compression devices were disconnected to facilitate a portable heat CT, after the CT the devices were reconnected and were not displaying foot pump. New sleeves were placed with new tubing and new unit displayed same error. Both sides displayed leg compared to foot.